Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 359 mg/dl and current blood glucose of 521 mg/dl. The blood glucose came down a little bit, but today it is back up and ate then it was down to 164 mg/dl. Today it was 464 mg/dl this morning. Customer is uncomfortable at this point. Customer reported the following symptoms related to their high blood glucose were thirsty, irritable, cant concentrate, feels nausea coming on. The customer treated high blood glucose with the insulin pump. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer declines further troubleshooting. The device is not expected to be returned for analysis.